Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device evaluation results. Additional information from the customer states that a scope was used in an unspecified procedure, on a patient with klebsiella oxytoca carbapenem (kcp) resistant organisms. On (B)(6) 2020, the scope was cultured and results showed 40 colonies of klebsiella aerogenes. The scope was re-cultured on (B)(6) 2020, and tested positive for 12 cfu's of klebsiella (enterobacter) aerogenes. The facility reported that each time the scope was reprocessed prior to samples being taken using the flush and brush culture method. No further information was provided. In addition, on january 12, 2021, the endoscopy support specialist (ess) performed an observation at the facility today. During the observation, the ess observed one of the facility¿s technicians improperly leak test the scopes. After, the leak testing the scope was left submerged in the water while the technician turned off the mu-1 and disconnected the mb-155 from the scope. The ess also, observed the customer not flushing the reusable buttons with a 30cc syringe after brushing the reusable buttons. The ess reported that the customer was performing the correct brushing steps; however, they do not use olympus standard cleaning brushes such as bw-411b and bw-412t. The ess informed the customer that olympus only validates olympus cleaning brushes and that the facility will need to ensure the 3rd party brushes that are used are validated. The loaner scope was returned to the service center for evaluation. The scope was evaluated by the estimation team and no abnormalities were observed with the scope. The scope was returned to the service center's inventory as an asset. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. MFR. Report number: 8010047-2021-01927 is a duplicate report. Please reference MFR. Report number: 8010047-2021-00962 for any additional information regarding this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause of the event was that reprocessing conducted by the user deviated from the reprocessing recommended in IFU (instruction for use) or that contamination occurred at microbiological sampling. The IFU states the following reprocessing precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information from the user facility regarding the reported event. The device was returned to the service center and is pending evaluation.

Event description:
The service center was informed that the scope cultured positive for an unknown organism. There was no patient involvement reported.